Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. A general reagent issue can be excluded, as no further issues were reported and a correct rerun was performed with the same reagent. A contaminated sample probe was detected. The field service engineer cleaned the contaminated sample probe and confirmed that the test and the module were performing within specifications. The service action performed by the engineer resolved the issue. The investigation did not identify a product problem. The cause of the event was due to a preanalytic issue (contaminated sample probe) at the customer site. Preanalytics are within the customer's responsibility.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with tina-quant albumin gen.2 assay on a cobas c 503 analytical unit. Sample 1: initial result: 8. Repeat result: 30. Sample 2: initial result: 16. Repeat result: 8. The unit of measurement was not provided.

Manufacturer narrative:
The albumin reagent expiration date was not provided. The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.